Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A review of device memory confirmed a charge timeout error was recorded on 30/11/2018, which coincided with the weekly lead impedance test. Charge timeout errors were noted to be randomly recorded after that date until the time of device explant. Functionality testing was undertaken and the device operated normally. Next, the device case was removed and upon visual inspection, cracked solder joints on the transformer flex (i.e., an internal component) were identified. The charge timeout errors were likely contributed to by the damaged solder joints identified during analysis. The root cause of the cracked solder joints is unknown. Of note, this model device is no longer manufactured

Event description:
This correction report is being submitted to include omitted device analysis verbiage.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from their device. Upon presentation for follow-up, the device was interrogated and a message indicating a shortened replacement interval after a charge time/battery depletion alert had occurred. Boston scientific technical services (ts) reviewed device data confirming 3 charge time alerts that had occurred in the preceding months; device replacement was recommended. A revision procedure was performed wherein the device was explanted and replaced. No adverse patient effects were reported.